Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/4/2021.   The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Does the patient have a history of allergy to tape or similar materials? Product lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? Onset date/time of the pain from surgery? Location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? Please provide surgical findings of reoperation performed. Are any photos available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 1/4/2021.   Corrected information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2020. Additional information: h3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications does the patient have a history of allergy to tape or similar materials? Product lot # what is physician¿s opinion as to the etiology of or contributing factors to this event were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? Please provide surgical findings of reoperation performed are any photos available?

Event description:
It was reported that a patient underwent an inguinal hernioplasty on (B)(6) 2020 and the mesh was implanted. It was reported that the patient suffered from erythema, inflammation, heat and pain on the incision on (B)(6) 2020 after using the product in the surgery of inguinal hernioplasty. It was also reported that on (B)(6) 2020, there was wound secretion on the incision even though dress changing was given previously. It was also reported on (B)(6) 2020, the mesh was removed by a second surgery. The incision healed after several times of dress changing.